Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent, undefined alarms occurred, causing the customer to experience ongoing elevated blood glucose (bg) levels that range from 220 mg/dl to "high" on the continuous glucose monitor. A correction bolus was delivered to address bg. Reportedly, the customer cleared the alarms and continued to use the pump for insulin therapy.